Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a right ventricular outflow tract procedure, a pericardial effusion occurred. Following difficulty advancing the catheter during coronary sinus cannulation, the catheter appeared to buckle under x-ray. Resistance was noted when attempting to remove the catheter. After applying traction force the catheter dislodged and was withdrawn. A bend was noted at the proximal electrodes when the device was removed. The patient remained stable for the remainder of the procedure, however became hypotensive following the procedure. An electrocardiogram confirmed a pericardial effusion around the right ventricle. The effusion resolved without intervention and the patient was in a stable condition. It was indicated the effusion may have occurred due to the catheter not steering as expected and being entangled in the patients anatomy, leading to withdrawal difficulty and subsequent pericardial effusion.

Manufacturer narrative:
One inquiry ¿ steerable diagnostic catheter was received for investigation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to a bend in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend is consistent with damage during use. The cause of the pericardial effusion remains unknown as it could not be confirmed.